Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter phone: (B)(4). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on an unknown date during routine inspection/reprocessing, the threading at the tip of the instrument in question was found to be worn and torn. There was no reported patient or procedure interaction. No further information is available. This report is for a viper system poly screwdriver shaft, cann. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3,h4,h6 the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that tip of the device is broken. Threads of the device also are stripped and peeled off. Broken fragments were not returned for analysis. The observed condition of the device can be traced to an unintended use error. Proper use of the device can be found referring to surgical technique of viper family products page 11 and 13: insert the screwdriver inside the open screw extension and rotate clockwise until the screw is properly attached. To remove the screwdriver, turn the handle counterclockwise while firmly holding the closed screw extension or the screw extension sleeve on the open screw extension. Use caution not to bend or kink the guidewire, if still in place. A dimensional inspection was unable to be performed due to the condition of the complaint. The overall complaint was confirmed as the observed condition of poly scw driver shft, cannultd would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: dwg 2867-20-000 rev. G (current and manufactured). Dimensional inspection: n/a. H3,h4,h6 a review of the receiving inspection (ri) for poly scw driver shft, cannultd, was conducted identifying. That lot number ui397765 was released in two batches. Batch1: lot units were released on apr 28, 2022 with no discrepancies. Batch2: lot units were released on apr 28, 2022 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.